Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during support developed limb ischemia requiring device explanation. The patient was at a hospital for a colonoscopy and had been having chest pain for the previous two hours. The patient was sent to the emergency department and was found to be having a st-segment elevation myocardial infarction. The patient was taken to the catheterization lab for percutaneous coronary intervention (pci). An impella cp was placed for single access pci. The patient had chest pain relief upon placement of the impella cp and the pci was completed. Thereafter, the patient was sent to the unit in stable condition. The following day, the patient was being weaned to possibly explant the impella cp the next morning. However, the nurse noted distal pulse present upon earlier assessment was no longer present. The decision was made to explant the impella cp this day related to loss of distal pulse. During manual pressure hold to the access site post explant, blood pressure decreased and levophed was ordered. The patient survived the explant and was reported to be in stable condition following the event.